Event description:
Customer reported (B)(6) with when testing a patient sample with capture-r ready screen (crrs) IV on the galileo. (B)(6).

Manufacturer narrative:
Crrs IV lot k269, well fill images and final interpretation are visually acceptable, negatives look negative. (B)(6). Confirmed (B)(6) on retention capture-r ready-screen (4) (crrs4) lots k264, k268, and k269 using manual capture. Confirmed (B)(6) on return capture-r ready-screen (4) (crrs4) lots k268, and k269 using manual capture. The event appears to be related to the nature of the sample.